Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and the reported phenomenon was duplicated when the electronic board in the video connector is warmed. After that, when the connector cooled down, the endoscopic image was restored. Based upon the investigation result there was the possibility that the reported phenomenon was attributed to the irregularity of the electronic board in the video connector. It is presumed that the electronic components may have been damaged due to the possibility of deterioration over time due to the accumulation of electrical stress due to long-term use, or the overcurrent caused by accidental application of static electricity.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that there was no endoscopic image during preparation of the device for use. The device had been repaired due to the same event a few months ago. There was no report of patient injury associated with this event.